Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; analysis noted the grommet was damaged.

Event description:
It was reported that there was continuous noise, and the patient was symptomatic to the pauses caused by oversensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.